Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker exhibited infection with sepsis. Reportedly, the patient received medical treatment due to infection and hematoma. A revision was performed and the pacemaker along with the ra and rv lead were explanted. A new pacemaker will be implanted at a later date. There were no additional adverse patient effects reported. There was no indication that the system will be returned.